Event description:
It was reported that the patient had been admitted to the hospital on (B)(6) 2008 due to lv (left ventricular) lead dislodgement. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).